Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received and inspected. Visual observation under magnification of the reveals that there were no defects observed. To test the functionality of the device the screw was tested with hex driver,the driver was inserted into the screw and found to fixed tight and correct.hence,the complaint cannot be confirmed.since the reported condition was not confirmed and no defect found the root cause for the reported failure cannot be determined and manufacturing record evaluation was not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate via e-mail that during a a.c.l. Surgery the absolute interference screw was stuck in the screw driver and did not got deployed in the tibia bone during the fixation of graft.